Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed in the air/water tube, the air/water cylinder and in the auxiliary water tube. Additionally, clogging of the auxiliary water tube was observed. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU). The event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the device air/water-cylinder (tube), air/water-tube and in the auxiliary- water tube. Additionally, clogging of the auxiliary- water tube was observed. There was no patient involvement, and no harm reported as a result of the event.